Event description:
It is alleged that during a total knee replacement, one tooth of the saw blade broke off. A post ooperative x-ray identified the missing/broken tooth and the pt was immediately returned to surgery for removal. The tooth of the blade was removed successfully without further incident.